Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge would not fit properly on the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The user removed the o-ring, successfully loaded a cartridge, and resumed insulin delivery. The user's blood glucose level was 113 mg/dl.